Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent dislodgment occurred. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment; however, it was noted that the stent dislodged. The procedure was completed with another of the same device. There were no patient complications reported.